Event description:
It was reported that the procedure was to treat a moderately calcified mid to distal left anterior descending artery (lad) using a trans-radial access. A 2.25 x 12 mm rx mini vision was placed in the distal lad and a 2.25 x 23 mm rx mini vision was advanced, but there was resistance and the catheter could not cross the mid lad and became partially dislodged. Upon removal the stent implant dislodged distal to the carotid artery. The stent implant was snared using a trans-femoral access. The procedure was completed by placing 4 shorter stent implants: a 2.25 x 15 mm rx mini vision, a 2.5 x 15 mm rx vision and two 2.5 x 18 mm rx visions. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The stent dislodgement was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.